Manufacturer narrative:
Inspected 2 opened/used sensors and found both sensors with cannula retracted inside sensor base. Unable to confirmed customer received sensors in said condition due to customer returned opened/used. No broken or missing parts were observed during analysis see attached pictures for details.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the electrode part was missing of the sensor when the sensor was removed. The customer¿s blood glucose value was unknown. The sensor will be returned for analysis.